Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, as the malfunction was resettable, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump.